Event description:
It was reported that the transmitter lost connection with the pump for over 1 hour. Reportedly, the pump and transmitter were unable to regain connection. A replacement transmitter was sent to the customer. No additional patient information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.